Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Customer states that she has been receiving no delivery alarms and change out infusion set twice and still received them and on the 3 time it worked but have some infusion set and reservoirs that need to be replaced. Customer states that when pulling back on them to 100 the insulin starts to come back out. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated two open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test. Reservoirs were filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a 7xx insulin pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. In conclusion the reservoirs were not occluded.